Event description:
It was reported to target by a marketing rep that the catheter was in the brain when the physician injected contrast and it leaked from a hole in the catheter. The physician's opinion is that the hole may have been created from a shaping mandrel inserted and removed from the catheter prior to use. The pt was not effected by this malfunction.

Manufacturer narrative:
Description of device analysis: date of procedure:ni. The spinnaker catheter was returned wrapped around itself in its pouch. During the investigation it was confirmed that there was a longitudinal hole 1.8mm long on the distal shaft 1.5cm proximal to the distal end. It was the opinion of target engineers that the most probable cause for this anomaly could be improper pre-load of the stylet into the catheter. Per labeling instructions: "caution. Carefully read all instructions prior to use. Observe all warnings and precaution noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." "Prepare the spinnaker for the procedure by connecting a saline-filled syringe to the luer adapter and flushing the catheter lumen with normal saline. In order to insert the spinnaker into the guiding catheter, it is important to first insert the stylet into the straightened catheter to act as support for the supple mid and distal sections." "Warning: the stylet is not a guidewire. Misuse may result in catheter and/or vessel perforation. The stylet should nver be manipulated within the catheter. The stylet must not exit the distal end of the catheter." Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or casual relationship to the product.